Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the during implant procedure, the defibrillation lead was inserted into device and the device was placed in the pocket. Right ventricular (rv) tip to rv ring signal showed noise. Physician removed device, loosened set screw and retracted lead from header. Physician used mineral oil to lubricate lead for re-insertion. Lead was re-inserted into port on header. Physician was unable to affix wrench into screw properly. A new wrench was opened and was also unable to adequately turn set screw. At this point, a new device was opened and all leads inserted into device. No patient complications have been reported as a result of this event.